Manufacturer narrative:
Evaluation of the probe confirmed customer complaint.

Event description:
The probe had been tested prior to insertion into the patient. Probe was positioned exactly where the dr. Preferred, machine was activated and gave a fault 06. Unit was turn off and on several times and the fault could not be overriden. Customer was advised at that point to try a new probe, which was tested, inserted into patient and used with success. Case was delayed by 1 1/2 hours (usually idet cases last one hour). Customer states the patient was in place on the or table for 2 1/2 hours. Patient was sent to recovery with no issues.